Manufacturer narrative:
(B)(4).

Event description:
A patient reported that she had an infection in her brain after deep brain stimulator (dbs) surgery while she was still at the hospital. She was sent home with drip of antibiotics. It was indicated that the surgery left her with so much scar tissue. She had a non-working electrode on left side of her head. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent